Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received. The surgeon indicated this occurred in the patient's right eye. During the procedure the irrigation was interrupted and the patient experienced a choroidal effusion due to severe hypotonia. The patient's current visual acuity in the right eye is no light perception. Prognosis for the patient's recovery is "cautious" at this time. Additional intervention maybe required at a later date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure the system failed to recognize the handpiece. The cassette was exchanged with no resolution to the issue. The system was re-booted and during that process the patient's eye became unstable. The patient has experienced blindness in the operated eye. Prognosis for the patients recovery is unknown. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4). A questionnaire was received and reviewed by an the clinical analyst, who stated: ¿the surgeon reported ¿during posterior vitrectomy right eye (od), the display advised of an interruption in irrigation. The staff tried to troubleshoot the issue, at which time a choroidal effusion was noticed. The choroidal effusion was due to severe hypotonia during the surgery. The surgeon states he was ¿able to keep a steady iop via the ports. Currently the prognosis on this patient is unclear.¿ history and ocular health: this patient is a (B)(6) year old male, who has a history of diabetes and retinopathy in the left eye (os) which is also labeled as blind. Pre-operative report: best corrected and uncorrected visual acuity (ucva/bcva) count finger (cf) right eye (od), blind (os). Surgery data: posterior vitrectomy od performed on the (B)(6) 2016. Three ports were used: the first was listed as an inferior-temporal port, the second was listed as superior-temporal port, and the third was listed as a nasal port. Post-operative report: ucva: no light projection (nlp) (od), blind: (os). The operator¿s manual includes a warning: modification of the equipment is not allowed without prior authorization from the manufacturer. If this equipment is modified, appropriate inspection and testing must be conducted to ensure continued safe use of the equipment. The operator¿s manual includes source pressure requirements (air or n2): the system is designed to operate using clean filtered air or gn2 with different levels of source pressure. The system operates automatically with pressures of 58 (4 bar) to 120 psi (8.3 bar). Notes: between 4 bar and 5 bar, vacuum performance is reduced. Between 4 bar and 5.5 bar, vfc inject performance is reduced. Choroidal detachment has been reported to be related to hypotony and intraocular pressure (iop) fluctuation. In a study that looked at risk factors and outcomes in suprachoroidal hemorrhage (sch) during pars plana vitrectomy (ppv), significant risk factors for the development of sch during ppv included high myopia history of retinal detachment (rd) surgery, rhegmatogenous retinal detachment (rd), use of cryotherapy, scleral buckling at the time of ppv, external drainage of the sub-retinal fluid, and intraoperative systemic hypertension. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage leading to detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the two areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated intraocular pressure (iop), glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. The company representative attended two surgeries. The company representative did not indicate observing any issues that would be associated with the reported event. A preventive maintenance was performed. The system was examined, tested, and was found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 23, 2015. Based on qa assessment, the product met specifications at the time of release. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. The posterior constellation pak was visually inspected. The cassette, the cannula, and the probe were returned wet. The other components with paper banded were unused. The yellow stopcock was connected to the auxiliary line. The yellow stopcock was intact. The 25+ga trocars on the trocar blades inside the small part tray had never been used. The drain bag was not returned with the sample. A full internal integrity leakage test was performed and no leakage was detected from the cassette. A console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. No system message code was generated during testing. Cleaning process was able to be performed after functional test had completed. The system was found to meet specifications and the returned sample met specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).